Manufacturer narrative:
The device remains in service pending the replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that at a routine follow-up, device interrogation showed this pacemaker was depleting prematurely. The battery consumption was reading as 700%. Device data was submitted to technical services for review and a replacement procedure was scheduled for three days later. Engineering reviewed the device data and confirmed a device issue. The power consumption was increasing steadily each day and was presently 330uw. The anticipated power consumption is about 40uw. It was noted the device was tracking the high rate of depletion, but still the actual longevity projected would not remain accurate as the power consumption continued to increase. The device was expected to maintain therapy functions for at least 28 days, but replacement at the earliest opportunity was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Event description:
The device was explanted and replaced three days later. No additional adverse patient effects were reported. The device was later returned for analysis.